Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ tricuspid regurgitation (tr) and restricted leaflet for a mitraclip procedure. Both triclip steerable guide catheter (tsgc) and triclip clip delivery system (tcds) was prepared, introduced and advanced into the patient as per IFU. Upon insertion, tsgc would not hold the column, and the air was noted and was aspirated. Physician removed tcds from the patient and troubleshooting was performed and tsgc held the column. Tcds was introduced second time, and it was noted that column was lost. Tcds was removed from the patient and troubleshooting of tsgc was performed. Tsgc and tcds were both removed and was replaced with new tsgc and tcds. All steps were performed as per IFU. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported.